Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the report stated that they had 7-8 issues with the secondary port on the IV tubing leaking. Patient involvement is unknown.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot history review could not be completed due to the unknown lot number.